Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that one month after the dental implant was installed in intraoral region #21 it was verified its non osseointegration. Patient had bone type ii. The patient presented infection.